Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities. Tissue noted on the shock coil and tip. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A hipot test passed - indicating no electrical shorts between conductors. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were surgically explanted due to oversensing noise in all three vectors, resulting in the patient receiving an inappropriate shock. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned, and product analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were surgically explanted due to oversensing noise in all three vectors, resulting in the patient receiving an inappropriate shock. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.